Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03372; related manufacturer reference number: 2017865-2020-03373. It was reported that the patient presented for a follow-up in clinic after complaining about the device pocket two days after an initial system implant. Upon investigation, it was noted that the patient had developed an infection with severe skin dermatitis, hypersensitivity, redness and swelling, leakage, and dehiscence of the incision site. The system was explanted on (B)(6) 2020 and the patient was treated with antibiotics. A new system was implanted on (B)(6) 2020 and the patient was noted to have been stable throughout the event.